Manufacturer narrative:
Additional review indicated that patient code (B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they found out about a year ago that their stimulator wasn¿t working. The patient reported that they have taken two falls and that there was something ¿back there¿ that was hurting them. It was noted that the patient was going to have the implantable neurostimulator (ins) removed; however, they were having another surgery so they didn¿t remove it. The patient was to follow up with their healthcare provider (hcp) and had an appointment scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the implantable neurostimulator (ins) was not working and would be removed. The hcp was not able to troubleshoot due to lack of access to product. No patient symptoms were reported regarding this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that her stimulator had quit working and she was getting it removed. The patient noted that the stimulator quit 5 months or more ago, approximately (B)(6) 2016 or before, and had a call your doctor icon, but she could not remember what the code was. The patient checked the implantable neurostimulator (ins) status using the patient programmer (pp) and it was showing a call your doctor icon with end of service (eos). It was noted that the patient had high settings with her current ins. The patient noted that she was going to get her stimulator replaced before the end of the year, but after an unrelated shoulder surgery which was scheduled for (B)(6) 2016 (refer to (B)(4)), and the ins replacement surgery had not yet been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated the patient had an appointment on (B)(6) 2017 at 2 pm. When ask to clarify the report that the patient took two falls and something back there was hurting, it was noted "yes, very much. More than a 10." The patient's pain was worse every day with the manufacturer to have their mess of their ins changed. The patient noted that the pain doctor would have to take out the ins that was not working and put a new one in as soon as possible. The patient had a lot of pain on their back. The issue was not resolved yet. The patient hoped this problem would be changed as soon as possible because their pain was getting worse every day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.